Event description:
It was reported that the physician was implanting a gore helex septal occluder to close a long tunnel pfo (patent foramen ovale) / multifenestrated asd (atrial septal defect). The 30mm device was implanted and locked in the defect. Later the same day, the device was evaluated and it was noted that the right eyelet had come off the lock loop. The device was removed with a snare in an add'l transcatheter procedure and the physician decided that further eval of the septum would be required to determine if device closure would be possible. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that this lot met all pre-release specs. The engineering analysis of the device stated the following: the occluder was returned for analysis. Based on inspection of the returned device, a root cause could not be determined for the reported event (right eyelet off lock post-procedure). The investigation revealed that the lock loop was normal, and that the right atrial eyelet was elongated. It cannot be determined when the right atrial eyelet was elongated. Furthermore, the investigation cannot determine if the occluder was properly locked during the initial implant procedure. If the right atrial eyelet was elongated when the lock was set, there could be a greater chance for the eyelet to come off the lock.